Event description:
It was reported by service report that the cot was leaking hydraulic fluid from the hydraulic fill plug and there was fluid intrusion on the hydraulic sub-assembly. No patient involvement or adverse consequences are reported.